Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03160. This report is being submitted as additional information. Manufacturer's investigation conclusion: the report of gore-tex compressing the outflow graft, causing low flow alarms could not be confirmed through this evaluation. The patient¿s log file was submitted which captured the pump operating as expected. No unusual alarms or events were noted. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), following this event. A corrective action has been initiated to investigate extrinsic outflow graft obstruction associated with the heartmate ii and heartmate 3 left ventricular assist systems. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The heartmate ii lvas patient handbook rev. C is also currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in (B)(6) 2017, the patient had a computed tomography (CT) scan of the chest done that revealed outflow graft obstruction. Over time, the patient became symptomatic with a decrease in functionality. The patient underwent an outflow graft revision on (B)(6) 2017.